Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was sedated, the patient underwent a heart procedure. During the procedure, the transducer prompted a temperature error message. The physician replaced the transducer to continue and complete the procedure. There was a delay of approximately 15 minutes to complete the procedure. There was no loss of data and there was no patient adverse event reported. No additional information was provided.